Event description:
The customer initially reported hydrogen peroxide monitor failure. While onsite to repair the unit, the asp field service engineer (fse) found the unit producing an oil mist. The customer stated that there were no physical complaints reported. The fse repaired the unit.

Manufacturer narrative:
Capital equipment, unit evaluated at the customer facility. The fse replaced the vacuum pump for misting problems that could not be solved by replacing the oil mist filter. He ran diagnostic tests and an empty test cycle. This issue is being addressed with a customer letter, related to correction & removal.